Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on receiving multiple high readings on her blood glucose meter. The consumer subsequently went to the emergency room and was treated for low blood sugar. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.